Event description:
Two balloons ruptured below 12 atms during a superficial femoral angioplasty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications.